Manufacturer narrative:
A replacement battery charger power control board assembly I and ii were sent to the site for replacement. Field service engineer performed a system repair/checkout: testing of charger levels found j7 pins measurements, 5-6 at 28.5vdc, 11-12 at 30.3vdc, 12-13 at 36.1 vdc, removed inverter 1 sn (B)(4) with minor capacitor leaking noticed at 1bc-7, installed inverter 1 sn (B)(4), removed inverter2 sn (B)(4), noticed several leaking capacitors at ibc2-5 and ibc2-4 , installed inverter 2 sn (B)(4). Confirmed measured values after replacement to be within system specification. Replacement parts resolved issue. System now fully functional. Analysis of suspect battery charger power control board assembly I, confirmed reported problem "measured output above spec." During bench testing using test fixture (B)(4), it was noted outputs were within the inspection parameters for all channels except channel d. Channel d "no load" measured 29.03 vdc, when no higher than 29vdc is expected. Other load settings for channel d were within the inspection parameters. Visual inspection confirmed all led's were functional, and many leaking capacitors are noted on board. Faulty channel d "no load" on battery charger 1 board. Electrical malfunction caused event.

Event description:
A medtronic field service engineer discovered during a pm (preventative maintenance) that both charger board 1 and charger board 2 were measuring low output voltages. No patient present.

Manufacturer narrative:
Analysis of suspect battery charger power control board assembly ii was unable to confirm reported problem. Charger 2 board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. Installed charger 2 in test imaging system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found. As previously reported, battery charger power control board assembly I directly caused event.